Event description:
A facility reported two patients presented with increased iop after this product was used during intraocular surgery. Additional information has been requested. There are two medical device reports being filed for this report. 1610287-2008-00021.

Manufacturer narrative:
The product was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on 06/19/2008 and 07/16/2008 by phone and on 06/19/2008 by fax and mail. A completed questionnaire has not been received.